Event description:
It was reported that the patient experienced a perforation with cardiac tamponade from the right ventricular (rv) lead. It was further reported that the rv lead exhibited high or unstable thresholds. A pericardial window was performed and the lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. (B)(4).